Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. Fluid was able to freely flow through the fluid path. The device generated an 0x18 alarm, indicating pod has reached empty reservoir. During the investigation the plunger was confirmed to have reached the bottom of the reservoir. Timeouts were seen in the download data at the end of the device's run. These timeouts were caused by the plunger reaching the bottom of the reservoir. The fluid path was tested for leaks. No leaks were found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached around 400 mg/dl. The patient reported cannula being bent while wearing it on the abdomen. For treatment, the patient changed out the pod for a new pod. The pod was leaking.